Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h6,h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: optical contact problems interfered with the progress of the operation; interference in the monitors and the image not being displayed were due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited optical contact problems accompanied by interferences on image displayed on monitors that interfered with the progression of an unspecified laparoscopic procedure. There were no reports of patient harm.